Manufacturer narrative:
No report of patient involvement. The date of manufacture is currently not available. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. He re-seated the vent block to fix the reported issue.

Event description:
The hospital reported that unit didn't pass the checkout test. Unit would not pass either automatic or manual mode ventilation and the unit can't pressurize system.